Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the following were identified: phenomenon (1): it was determined that the e216 error occurred due to a communication failure caused by the faulty cable. The cause of the faulty cable could not be identified. E216 error is an error indicating when an abnormality occurs in the communication between the endoscope and the processor (¿troubleshooting: troubleshooting guide¿, instruction manual otv-s300, chapter 10, section 10.2); phenomenon (2): it was determined that the e226 error occurred due to a communication failure caused by the faulty cable. The cause of the faulty cable could not be identified. E226 error is an error indicating when an abnormality occurs in the communication between the endoscope and the processor. Troubleshooting: troubleshooting guide¿, instruction manual otv-s700, chapter 10, section 10.2). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the image of the hd 3cmos camera head was poor. The issue occurred when preparing the device for use in a therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient or user harm associated with this event. During device evaluation at olympus, it was found e216, e226, and e228 scope communication error messages were displayed and the image disappeared. The report is being submitted due to the defects found during evaluation.